Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the minor debris under objective cover glass is cause not established and for multiple white dots seen on image, fiber breakage, dents on outer tube is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited fiber breakage, dents on outer tube, minor debris under objective cover glass and multiple white dots seen on image. There was no patient involvement.